Event description:
It was reported that a pump turns on w/o user input. The customer also stated that this was found while the device was in an ambulance, and there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the pump to turn on when the case is pressed. Further eval determined that this was due to a failed upper hook switch. The date of even is unk.